Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name. Please clarify if the tip and suture was removed in the same procedure or another procedure was performed. Please clarify how the procedure was complete? Patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle tip broke off on the needle driver during suturing while inserting into skin. The tip and the suture were removed and discarded. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/05/2020. A manufacturing record evaluation was performed for the finished device j359h, qamcla batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide procedure name: -(the procedure was a cesarean section). Please clarify if the tip and suture was removed in the same procedure or another procedure was performed. - (the tip was removed immediately, during the same procedure). Please clarify how the procedure was complete? - (the procedure was completed successfully using another suture). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.